Event description:
The complaint/event involved a 6.5" (17 cm) appx 0.63 ml, smallbore bifuse ext set w/2 microclave® clear, 2 check valves, luer lock. The y site was reportedly dripping an unspecified fluid/medication from the luer lock connection in the oncology department. Additional information was later provided by the customer stating the following: while programming a syringe medication, the alaris pump kept alarming "occluded patient side". No kinks were found along the line, and the connections secured. More beeping. Port was aspirated and flushed with good blood return and flushing easily. Syringe pump channel was replaced with no effect. Y site was then replaced and discovered to be 'stuck pushed in". There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e initial reporter (full) phone: (B)(6). Section e additional contact: lourdes bije quality assurance coordinator the stevens company limited 292236 nose creek blvd rocky view county ab canada t4a 3n7 lourdes.bije@stevens.ca 403-640-2858.

Manufacturer narrative:
Two photos were provided by the customer that show the silicone plug stuck down on one of the microclaves on the bifuse set. The reported complaint of leakage on the mc330476 can be confirmed due to the stick down. The probable cause of the stick down is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined.